Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a breast augmentation revision with mentor memorygel breast implant, 400cc and experienced bilateral capsular contracture (baker grade is unknown at this time) post-operatively, which was confirmed during a physical exam. This report is for the right breast prosthesis. As a result, the patient underwent removal on(B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of explant was updated per date reported on mentor complaint slip and explant decontamination instructions form upon product return on nov 18, 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 10, 2021. The capsular contracture was baker grade IV. The investigation of the returned device was completed by the failure analysis lab on december 16, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex craking measuring approximately 1.2 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).